Event description:
Revision surgery - the pt's right shoulder was revised due to a glenoid fracture. All components for the shoulder were loose; the surgeon felt it was necessary to remove all of them except the stem.